Event description:
It was reported that a catheter separation occurred. The target lesion was located in an unspecified vessel. During percutaneous coronary intervention, the motor drive unit was used in conjunction with opticross imaging catheter to visualize the lesion. After performing pullback several times, the physician attempted to move the telescope back to its original position but it was unable to move back due to resistance. When the physician checked the imaging catheter, it was found out that it was separated at about 20 cm from the distal site. The procedure was completed with another with same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. A kink was observed in the sheath assembly at 16.0cm from the broken distal sheath tip end. A kink was observed in the imaging core assembly at 25.5cm from the distal tip housing assembly. The lap joint sheath assembly was broken off when received. The telescope assembly was not able to properly pull back, advance, or retract. Full image characterization testing cannot be performed based on the returned condition of the catheter. No other issues or defects were observed during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that a catheter separation occurred. The target lesion was located in an unspecified vessel. During percutaneous coronary intervention, the motor drive unit was used in conjunction with opticross imaging catheter to visualize the lesion. After performing pullback several times, the physician attempted to move the telescope back to its original position but it was unable to move back due to resistance. When the physician checked the imaging catheter, it was found out that it was separated at about 20cm from the distal site. The procedure was completed with another with same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).